Manufacturer narrative:
Insulin pump did not passed sleep current measurement and active current measurement due to corroded battery tube. However unit passed self test and displacement test.

Event description:
The customer reported via phone call that the device is depleting batteries and today it depleted the battery within thirty minutes. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.